Event description:
The customer reported that 3 ml of clenz leaked from the hmx autoloader and under instrument onto the countertop while running samples. There was no exposure to wounds or mucous membranes. In addition, no erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the "I-beam" tubing with a hole in it at pinch valve (pv44). This resolved the issue. (B)(4).